Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, e. Coli was misidentified as citrobacter farmeri. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of escherichia coli as citrobacter farmeri when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3241425. The customer did not return isolates or panels but provided phoenix generated lab reports for the investigation. The customer provided phoenix lab reports show a patient isolate identified as c. Farmeri and e. Coli on the complaint batch. To investigate, two retention panels from complaint batch 3241425 were tested using in house isolate esbl positive e. Coli enf14299 on a phoenix m50 machine and evaluated for identification results. In addition, two control panels from the same material but different batch were tested using in house isolate esbl positive e. Coli enf14299 on a phoenix m50 machine and evaluated for identification results. Last, three control panels each from the same material but another different batch were tested using in house isolates esbl positive e. Coli enf15031 and esbl positive e. Coli enf14299 on a phoenix m50 machine and evaluated for identification results. Six of the ten panels identified the isolate as e. Coli, and the other 4 panels returned citrobacter spp. Or no ID. Therefore, this complaint is confirmed for misidentification. As part of the investigation, bd r&d performed a biochemical analysis/comparison between the bd testing lab reports and the customer lab reports as well as a review of customer provided binary files. The customer submitted binary file confirmed variability in substrate reactions from those expected for e. Coli. A corrective and preventive action (CAPA) has been initiated for this issue. The technical team has identified a potential enhancement that would bolster the instrument¿s ability to interpret the behavior of e. Coli¿s interaction with the substrates on the panel. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, e. Coli was misidentified as citrobacter farmeri. There was no report of patient impact.